Event description:
The hosp reported that after going on bypass the po2 dropped and increasing the o2 didn't solve the problem. It was then noted that the upper part of the oxygentor was broken. The oxygenator was changed out with no effect to the pt.